Event description:
It was reported that during a routine follow up, multiple episodes of noise were observed due to emi. The noise was not reproduced in clinic. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.